Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient turned his stimulation off the day before yesterday before he went into the doctors. Since then, he had not been able to get stimulation. The patient was guided through syncing the then turning stimulation back on, but the patient only felt a faint stimulation and normally he felt it at 3.50. Now he was up to 4.20 and it was real faint. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient received assistance from their doctor or manufacturer representative and their concerns were resolved.